Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed was not addressed at the time of trouble shooting, but customer to utilize manual insulin injection once available. The customer reverted to an alternate method of insulin therapy.